Event description:
A blood leak occurred at the end of a dialysis treatment. Dialysis was discontinued and blood was not returned to the pt. Estimated blood loss-200 cc. Blood loss was due to the blood left in the dialyzer and blood lines when discarded. No serious injury or medical intervention reported. This event involved one pt.